Event description:
It was stated that the customer experienced high blood glucose levels as high as 575 mg/dl. The customer tested positive for ketones and was experiencing nausea. The customer changed the infusion set and gave herself manual injections, but the blood glucose levels remained high. The customer was advised to go to the emergency room for treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.